Manufacturer narrative:
The customer touched the sample well during sample application. Touching the sample well during application can impede the flow of the sample down the strip channels causing inaccurate inr results or testing errors. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr: 4.9, 2nd inr: 5.3, 3rd inr: 2.2, mean: 4.13, sd: 1.69, %cv: 40.80. The test failed the criteria for precision, generating a %cv greater than 20%. In-house therapeutic donor testing was performed on returned strips ln 312581 on (B)(6) 2013. Results as follows: donor (B)(4) : inratio: 2.7, 2.7, 2.9, reference: 2.60, bias threshold: 1.60 - 3.60, %cv: 4.17. Donor (B)(4): inratio: 1.9, 1.6, 1.6, reference: 1.70, bias threshold: 1.20 - 2.20, %cv: 10.19. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint and could not be ruled out as a cause of the unexpected results. As reviewed on (B)(4) 2013, discrepant result complaints were reported for lot number 312581 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2013, inratio: 4.9, repeat: 5.3, repeat: 2.2. Results were obtained back to back. Therapeutic range = 2.0 - 3.0. Patient self tester stated that his finger touched the strip/sample well.